Event description:
Received email from distributor that alleged one false negative urine hcg. Patient came to the lab for a pregnancy test. Pregnancy test was performed as instructed, 3 drops of urine, wait 3 minutes for results. Pregnancy test read negative. Patient stated that she had done a pregnancy test at home that read positive. A second pregnancy test was performed by increasing the number of drops of urine, 6 drops, 3 minutes, pregnancy test resulted positive. No patient information or confirmed lab results provided. No adverse events reported.

Manufacturer narrative:
Investigation conclusion. Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml cutoff hcg urine control and 3 high level of hcg urine controls (201.8 iu/ml, 202.6 iu/ml and 248.5 iu/ml), all results were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.